Event description:
It was reported that this patient had this device implanted as well as a pacemaker system. Data was sent for analysis and two inappropriate shocks were noted. During a follow up the events could not be reproduced although significant morphology changes were seen. It was also noted that signals in the alternate vector were very small and after a new automatic set-up the primary vector was used. However, significant morphology changes were see in the primary vector as well, thus the physician decided to deactivate tachycardia therapy and monitor the patient. A request for review of the data was sent to technical services (ts). Ts noted that three inappropriate shocks were delivered and all three episodes showed high amplitude mechanical artifacts. Ts did not believed the artifacts were related to the pacemaker operation. Ts discussed further troubleshooting and recommendations for this case. Additional information noted that the system was explanted and a new transvenous system was implanted. It was noted that screening had failed in all vectors. The system will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient had this device implanted as well as a pacemaker system. Data was sent for analysis and two inappropriate shocks were noted. During a follow up the events could not be reproduced although significant morphology changes were seen. It was also noted that signals in the alternate vector were very small and after a new automatic set-up the primary vector was used. However, significant morphology changes were see in the primary vector as well, thus the physician decided to deactivate tachycardia therapy and monitor the patient. A request for review of the data was sent to technical services (ts). Ts noted that three inappropriate shocks were delivered and all three episodes showed high amplitude mechanical artifacts. Ts did not believed the artifacts were related to the pacemaker operation. Ts discussed further troubleshooting and recommendations for this case. Additional information noted that the system was explanted and a new transvenous system was implanted. It was noted that screening had failed in all vectors. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.